Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5600 or the vitros phyt slides malfunctioned. The investigation determined that a no result was generated for phyt on the affected proficiency fluid sample due to the matrix of the fluid. In addition to the no result, the vitros 5600 generated a condition code. The operator did not respond to appropriately to an associated analyzer condition code. The vitros 5600 vdocs (operator's manual) provides information on how to interpret the analyzer flags and codes.

Event description:
A customer obtained a no result with an accompanying analyzer condition code while processing a single proficiency fluid with the vitros phyt reagent while using the vitros 5600 integrated system. The customer incorrectly interpreted the condition code to indicate the sample should be diluted and retested. The customer obtained a lower than expected vitros phyt result (<0.3 ug/ml) on the diluted proficiency sample, when compared to the target mean (6.84 ug/ml). Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)